Event description:
It was reported that there was air in the patient line during peritoneal dialysis (pd) therapy on the homechoice device. The patient was connected to the setup at the time of the reported event. The technical service representative advised the patient to end the therapy and start over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.